Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Codes associated with the system: (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station is powering off after it is booted for ~30 seconds. The line power light remains on but the system power light will turn off. The image acquisition system boots without issue. There was a delay of less than 1 hour. No patient impact was correlated with this event.